Event description:
Adult ed- email sent to ed pi- if you are talking about the new IV catheters that we use for ultrasound placement, I do not like them. They don't seem to show up well on us (ultrasound), and they seem to have greater drag when going through skin.